Event description:
It was reported that the patient stated that the implantable loop recorder has moved around since implant and an edge is sticking out. Follow up indicated that at last check up there was no indication that the device had migrated. There was, however, some undersensing noted on the remote transmission. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).